Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the flickering and disappearing image could not be identified. However, it¿s likely the cause is related to the locking mechanism of the video connector being scraped. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus dispatched an olympus field service engineer (fse) to the user facility to examine the subject device. During the device evaluation, the fse confirmed the user¿s report. The image was flickering intermittently. However, when manipulating the connector, the flickering would stop, and the procedure could be continued. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center¿s electrical interface was loose and the image was flickering intermittently. According to the initial reporter, the procedure was completed using another device without any patient harm reported.